Event description:
Customer reported issues with the insulin pump. Customer states that they are getting an error code. Customer states that they are getting a no delivery. The blood glucose reading is 400 mg/dl. Nothing further reported.